Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with mentor memorygel, 800cc silicone breast implant experienced left-sided impaired healing and¿ right sided breast implant prophylactic removal to avoid injury¿ postoperatively. The health care professional reported that patient has had implants, and thought they would just put a drain on right side as incision line was gaping open, patient got into surgery, and believed best thing was to take them out as implants were too big for the size of her stature. Nothing wrong with implants. As a result, patient underwent bilateral removal without replacement on (B)(6) 2022. The patient symptoms improved after the removal. This report relates to the right side.

Manufacturer narrative:
Device evaluation completed on may 13, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 650cc breast implant had a tear on the anterior view, measuring approximately 1.8 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).